Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks for possible supraventricular tachycardia with rapid ventricular response that was detected as ventricular tachycardia and ventricular fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.